Manufacturer narrative:
Initial reporter: establishment name: (B)(6). Address: (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, blackout screen occurred when the device was started due to faulty band imaging (bi) board and the bezel plate was cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor blacked out during preparation for a diagnostic (gastroscope) procedure. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to a faulty printed board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.